Event description:
Early 40¿s patient with non-ischemic cardiomyopathy who had a heartmate 3 lvad implanted initially in late-2016 as bridge to transplant (btt). He presented with sudden low flow alarms from an outflow graft twist and underwent a heartmate 3 to heartmate 3 pump exchange in mid-2017. He had a recurrent outflow graft twist, again presenting with low flow alarms, and underwent an outflow graft replacement in mid-2018. In the meantime, his transplant evaluation was closed due to poorly controlled diabetes. On an evening of (B)(6) 2023, the patient, began to experience low flow alarms; his bp was initially elevated. These alarms did not resolve with taking his bp medications or hydrating so he presented to the ER for evaluation. An lvad interrogation confirmed a sudden drop in flow through the pump. A CT scan confirmed twisting of the outflow graft. The patient underwent an outflow graft replacement with placement of the outflow graft clip to prevent further rotation of the outflow graft 5 days later. His post-operative course and recovery have been unremarkable.